Manufacturer narrative:
The referenced asset light source was returned for evaluation. The service group found the output socket slider switch became stuck intermittently, and the main xenon lamp was out of specification as the spare lamp and the igniter board came on intermittently. Additionally, there were minor dents and minor scratches on the unit. The unit was repaired back to specification and returned to stock. A review of the repair history shows the asset was last serviced via repair on september 1, 2020. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During a standard inspection of an asset return, the evis exera iii xenon light source's spare lamp, and the ignter board came on intermittently. There was no report of any problems associated with the device, and there was no patient injury, or harm reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09379. The original equipment manufacturer (OEM) performed the device history records for this device; no abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM determined the cause of the reported spare lamp and the ignter board came on intermittently was due to component failure in the power supply unit caused by aging due to long-term use. Olympus will continue to monitor complaints for this device.